Event description:
It was reported that the ar-3680 fibertak implant system was being used during a distal biceps tendon repair. The anchor pulled out at the same point each time when the repair stich was shuttling. The surgeon was shuttling one suture at a time and the entire implant structure pulled out. The case was completed by using a new ar-1662s-1 without further issue.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.